Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia on (B)(6) 2020. The customer¿s blood glucose level was 413 mg/dl at the time of incident and went down to 245 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin drip during hospitalization. Customer did not mention any symptoms related to high blood glucose level. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was unable to complete carelink upload. Customer stated that auto mode feature was on. Customer does not allege insulin pump was under delivering. Customer stated that insulin pump had hardware low level failure twice and were able to clear the alarm. Customer stated that the insulin pump did not pass the self test. The insulin pump will be returned for analysis while the reservoir and sensor will not be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08710 inches. Pump received with the audio alert functioning properly. No audio alert anomaly noted. Pump error 63 alarm confirmed in the device history due to broken pin 6 trace on keypad assembly. Device received with scratched case, pillowing keypad overlay, end cap address label fading and minor scratched lcd window.